Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that the 9-years-old male child patient's infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient was 296 mg/dl. The issue occurred with one nfusion set used for two days. No further information available.